Manufacturer narrative:
The patient underwent 2 wound revisions in (B)(6) 2015 and (B)(6) 2015 because of 2 chronic fistulas. Additional information received from the initial reporter on 14apr2016 and includes: fistula is a wound revision, no bones involved, only soft tissue. Fistula is a separate treatment not related to implants but in this case probably the reason for the possible infection. But this is an assumption of the surgeon. No hard facts. On 29 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: tha revision at 1,5 years on a very heavy (B)(6) lady. According to report, fracture and infection (no order of events specified) caused the revision. There is no reason to suspect a device malfunction. Batch review performed on 02 may 2016. (B)(4). On 02 may 2016 it was prepared a final report with the information here submitted. On 03 may 2016 the report was sent to the initial reporter and the case was closed.

Event description:
Revision due to periprosthetic fracture and infection. The patient received cement spacer.